Event description:
The complaint states, "pharmacist called and stated that the patient said their advate 50011 units did not mix well when the patient attempted to use it today. She stated it didn't mix into the vial properly. The caller mentioned the patient did not miss a dose; they used another vial. The caller did not want to give the patient information just initials. The caller was provided the email to give to the patient to send in pictures of the defective vial and informed to hold on to the defective vial. The caller requested a replacement and was warm transferred to one path for further assistance."

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA (B)(4). The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The sample was not available for evaluation and no photos were provided. There were no nonconformities, failures, or deviations documented in the batch record during the manufacturing of advate with baxject iii lot tatz026da which could have contributed to the reported problem. All applicable product holds and work orders during the production of tatz026da, which may have had an impact on the lot were reviewed. Changes to material specifications and test methods are not relevant to this complaint. The review determined that all testing, documentation and results were acceptable. A review of the batch records associated with the manufacturing of lot tatz026da was performed. It was found to have been inspected, assembled and packaged per required procedures and per cgmp and met all acceptance criteria. A review of the container closure integrity test (ccit) inspection report found that the total vials tested met acceptance criteria and did not exceed the total reject limit for no vacuum vials. The vaporized hydrogen peroxide (vhp) cycle was reviewed and determined to have met specification limits with no issues that could have contributed to the complaint. All non-conformances generated prior, during, and after the manufacturing of lot tatz026d/ tatz026da were reviewed and determined to have no impact to the product. (B)(4) is the 2nd report of this nature on lot tatz026da. A review of the monthly report (february 2024) for advate bjiii was also performed relative to the subcategory "reconstitution difficulty". The complaint rate for 2024 is approximately (B)(4) and 2022 (B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.